Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
The reporter noted the integra bilayer matrix wound dressing outer packaging appeared to be stained and the inner foil package was torn; the outer package was intact. There was no pt contact and no delay in surgery due to this.